Event description:
On (B)(6) 2014 - envoy medical was notified of an anticipated, upcoming explant procedure. Within that communication was a statement that the patient's "unit is now protruding" and a photo that showed an open incision through which a portion of the sound processor (sp) was visible. Clinical history: (B)(6) 2006 - original implant surgery - pt was implanted as part of the 0203 clinical trial. On (B)(6) 2009 - normal battery change surgery - pt received a model 2001 sp following a normal battery depletion. Prior to this surgery, the surgeon noted that the leads were noticeable through skin, however there was still adequate tissue covering them. On (B)(6) 2014 - normal battery change surgery - pt received a model 2001 sp following a normal battery depletion. The surgeon used an extra layer of stitches to close the incision. On (B)(6) 2014 - pt seen by audiologist for fitting with no indication of any incision related issues.

Manufacturer narrative:
Device has not been explanted and is, therefore, unavailable for testing.